Manufacturer narrative:
The device was returned for analysis. The reported difficult to advance was unable to be replicated in a testing environment as it was based on operational circumstances. The reported material separation was able to be confirmed. The reported activation failure and reported mechanical jam were unable to be confirmed due to the condition of the returned device (stent previously deployed). Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderately calcified, moderately torturous anatomy resulted in the reported difficult to advance and the multiple noted stent sheath kinks preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and reported activation failure. Manipulation of the compromised device in attempts to deploy the stent likely resulted in the multiple noted device damages (inner member chatter marks, smashed axel pins, stent sheath splits). Further manipulation of the compromised device during removal resulted in the noted bent and stretched stent and the noted tip, sheath, and stent material separations. As reported, a snare was used to retrieve the stent but was unable to retrieve the separated portion of the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the common femoral artery with moderate calcification and moderate tortuosity. The 7 x 120 mm absolute pro self expanding stent system (sess) was advanced to the lesion and resistance was noted with the anatomy. Once the device reached the lesion, deployment was started. The device handle became blocked after about 2 cm. The delivery system was attempted to be removed but part of the stent separated. A snare was unable to retrieve the separated portion. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The absolute pro ll device is currently not commercially available in the us; however, it is similar to a device sold in the us.